Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose increased to 488 mg/dl due to a bent cannula. The customer treated via manual insulin injection. She stated that her insulin pump failed to alarm no delivery despite the bent cannula. Troubleshooting for the no delivery alarm functionality did not occur since the customer did not have a tubing clamp available. No products were returned or replaced.